Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, upon removing it from a sonic washer, the distal wire was now broken and sticking out from usual position. This was not noted during case or initial cleaning. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.